Event description:
I received hyaluronic acid injections 7 times . The first 3 times I had no negative reactions but with each subsequent injection I had worsening symptoms . With my first problematic injection, I experienced milia/pearl like cysts around my face, not at the injection site, approximately 5 weeks after injection (something I had never experienced before). Each cyst was approximately 1/16 and inch wide. At this time a deep sinus pain, jaw pain , accompanied by fatigue developed and all lasted about a month. The cysts resolved themselves after about 2 months. I saw a dermatologist who said the cysts did not look cancerous and I shouldn't worry about them. Another doctor found no cause of the sinus or jaw pain. Each injection after that saw an increase in cysts, always developing around week 5, and a lengthening and intensifying of other stated symptoms. My plastic surgeon insisted the reaction could have nothing to do with my injections, so I continued to receive them for a time. At my 6th injection I saw a development of further symptoms. I became very intolerant of sugar, alcohol, any carbohydrates, and caffeine. All would result in gi upset, fatigue, feeling achy all over, constipation and/or diarrhea, bad headaches, rapid weight gain, and depression. Additionally, the skin on my face, upper extremities, and chest became rough, clogged, and inflamed. My energy levels plummeted and stabilized at a state much lower than normal. My plastic surgeon was still insistent the fillers were unrelated and, because of how beautiful the results were, I decided to try it one more time. But, again, at around 5 weeks I developed cysts, the largest yet at about 1/4 inch, and this time on my face, shoulders, and right breast. I also experienced more periodic swelling and tenderness long after injection of the filler than I had before, which was always moderate. Even 8 months after my last injection I still experience swelling and soreness around the remaining filler once or twice a week for seemingly no reason. The largest of the hard cysts took 4 months to resolve, and then only did so with lansing. The cyst fluid was the consistency and color of cream. At that time, 4 months after my last injection, I had a series of blood work done along with an examination. I was experiencing pain in my lower abdomen/right ovary for about 10 months and had also developed hirsutism (something no other woman in my family experiences). And the jaw, sinus pain, and fatigue that has become associated with my injections has yet to resolve itself since my last visit to the plastic surgeon. I will list the results of the blood work below. Date of use: 4 years. Diagnosis or reason for use: lip augmentation. Event reappeared after reintroduction: yes.